Event description:
A lens was returned to pharmacia & upjohn with a complaint that the haptic crimped and the lens was cut in half to remove it. Multiple attempts to contact the physician for further information by phone were unsuccessful. A batch review and analysis of the lens is underway. This case remains under investigation.